Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos from the customer for the investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Retention samples of the incident lot were selected from bd inventory for clinical evaluation for poor barrier separation and upon completion, no issues relating to poor barrier separation were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor barrier, because the defect was not evident in the testing of the customer lot samples. Testing of both retain and control samples tested was acceptable. Based on the investigation performed bd is unable to confirm this complaint for stopper creep out and poor barrier separation.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had ctopper creep out or loose closure , clotting/micro clots/fibrin clots, and poor barrier separation of sample. The following information was provided by the initial reporter: the centrifugal effect is not good, there are blood clumps and blood spots in the separation gel, and almost 80% of the blood collection tubes have problems. The event description was translated from chinese to english.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 15.8 mg had stopper creep out or loose closure, clotting/micro clots/fibrin clots, and poor barrier separation of sample. The following information was provided by the initial reporter: the centrifugal effect is not good, there are blood clumps and blood spots in the separation gel, and almost 80% of the blood collection tubes have problems. The event description was translated from (B)(6) to english.